Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system repositioned due to pocket erosion. The right atrial (ra) and right ventricular (rv) lead's were disconnected from the pacemaker and reconnected to the pacemaker once it was placed sub-pectoral. There was no report of adverse patient effects due to the procedure.

Event description:
Additional information was received that this device and leads were explanted five months later due to infection. No additional adverse patient effects were reported.